Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-20384. It was reported surgical intervention will be undertaken to revise the leads. The physician wants to switch the percutaneous leads with a surgical lead. Follow-up identified the procedure occurred. The percutaneous leads were explanted and a surgical lead implanted at t11. The revision was due to ineffective therapy in the left foot as compared to the right foot. Effective stimulation and coverage was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.